Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure because the device was not inflating or deflating. Upon removal, it was discovered that the device was broken down in cylinders. All the components were removed and replaced with a new ipp system. The patient had a good outcome with no further complications. No more information is available at the moment.